Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was selected for implant. Post-procedure (approximately 3 hours), a tee revealed transvalvular leakage. The physician elected to do a re-do procedure and the valve was exchange for a 21mm resilia inspiris valve. Following explant, the physician observed a tear between the ncc and the stent post which may have caused paravalvular leakage, instead of the transvalvular leakage originally observed. The physician suspects the valve may have been oversized for the patients native annulus.

Manufacturer narrative:
The reported event of transvalvular leakage could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. X-ray testing confirmed that no anomalies were found with the stent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however, per the site the physician suspected the valve may have been oversized for the patients native annulus.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was selected for implant. Post-procedure (approximately 3 hours), a tee revealed transvalvular leakage. The physician elected to do a re-do procedure and the valve was exchange for a 21mm resilia inspiris valve. Following explant, the physician observed a tear between the ncc and the stent post which may have caused paravalvular leakage, instead of the transvalvular leakage originally observed. The physician suspects the valve may have been oversized for the patients native annulus.